Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a last error code 1140, and there was case and lens damage. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair of complaint of error code 1140. No relevant service history was found. Visual and functional testing was performed. Customer¿s reported problem error 1140 was verified by functional testing. The cause is the printed wiring assembly (pwa) board. Replaced the pwa board to correct the issue. Cadd legacy device passed all functional tests after the repair.